Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bandage of the 3-lumen central venous catheter was found "humid". The customer stated this occurred in combination with using a cytostatic drug through the proximal lumen. The customer stated that the chemo is mixed with alcohol in different concentrations. The concentrations are mixed in the hospital pharmacy and the concentrations are not known. The catheter was replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence.